Manufacturer narrative:
Customer concern: cust had a low bg last night and same thing is happening today like she is getting too much insulin. Customer recalls insulin dripping or squirting from end of set before connecting at their site. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test. (Did not continue dripping or squirting from end of set before connecting at their site). See attached file for more details. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 40 mg/dl. The customer treated the hypoglycemia by taking apple juice, glucose liquid, milk, and cheese sticks. The customer reported sweating and mental confusion due to hypoglycemia. The customer also reported hyperglycemia. The customer alleges that the insulin pump was overdelivering the insulin. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was inactive. Troubleshooting was performed. The customer will discontinue using the device and the insulin pump will be returned for analysis.